Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to physical damage to the lead body. The patient underwent surgical intervention to replace the lead and the lead was left capped. Additional information clarifies that the damage was observed on the lead body with fluoroscopy, and it was also reported pacing inhibition. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to physical damage in the lead body. The patient underwent surgical intervention to replace the lead and the lead was left capped. Additional information revealed that the damage was a fracture observed in the lead body with fluoroscopy, and it was also reported pacing inhibition. No additional adverse patient effects were reported. The device is not expected to return as it was abandoned.

Manufacturer narrative:
This supplemental report was filled to update the event field with additional information and to correct common device field. The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This supplemental report was filled to correct the event date. The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to physical damage in the lead body. The patient underwent surgical intervention to replace the lead and the lead was left capped. Additional information revealed that the damage was observed in the lead body with fluoroscopy, and it was also reported pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to correct the b5 field. The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was taken out of service due to physical damage in the lead body. The patient underwent surgical intervention to replace the lead and the lead was left capped. Additional information revealed that the damage was observed in the lead body with fluoroscopy. It was also mentioned that the patient had pacing inhibition and it was admitted to the hospital until they could get another lead. No additional adverse patient effects were reported. The device is not expected to return as it was abandoned.